Event description:
It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto 3 system. There was a mapshift. There was map shift without any error message on carto today during pvi procedure, no harm on patient, did a remap to finish the procedure. The map makes no sense anymore and we had no contact force on the catheter (stsf) in areas we had before. The issue was seen during ablation and repositioning of the catheter. The approximate difference in catheter location before and after map shift was 2 cm. The patient was not moving and there was no cardioversion. No patient consequences were reported. Map shift with no error message is MDR-reportable.

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 28-sep-2022, the product investigation was completed. It was reported that an unknown patient underwent a pulmonary vein isolation (pvi) ablation procedure with a carto 3 system. There was a map shift. Device evaluation details: the company representative didn't see any map shift during the last procedures on friday and the user informed her that they don't want a system test. The issue was investigated by a field service engineer under investigation request. It was found that the reported map shift occurred due to resulted mapping in part at high metal levels. The issue is related to defect. The defect is being handled per defect management process. A manufacturing record evaluation was performed for the finished device number 12308 and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 20-jun-2022, bwi received additional information regarding the section e reporting party. Section e was updated accordingly. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)